Event description:
Patient called stryker concerned about his hip. He reported that he feels movement and a "pop" in his left hip.

Manufacturer narrative:
The device remains implanted, and no additional information has been provided.